Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2020. Additional h3 investigation summary: it was received for analysis an opened sample of product code j385h, lot kdk370. During the visual inspection of sample, the suture has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that breakage suture. The product code j385h contains absorbable sutures and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Also, the foil was examined and showed multiples wrinkles and holes in the foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance breakage suture, was caused by suture degradation; due to the improper handling of package.

Manufacturer narrative:
(B)(4) investigation summary: it was reported breakage suture. One photo was provided for analysis. Upon visual inspection of the picture, one open foil, one empty labeled winding former and a suture piece of product code j385, lot kdk370 could be observed. However; no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the photo, the reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot kdk370, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.